Manufacturer narrative:
Investigation summary: based on the information available, the visual examination did not identify any leaks in the components. In addition, the functional testing showed that all components performed within specification. Therefore, the reported allegations were unable to be confirmed. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: visual examination o the pump, balloon and cuff, did not identify any leaks in the components. The functional testing performed showed that all components performed within specification. Labeling review: a review of the ams 800 instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the fluid movement from the artificial urinary sphincter (aus) balloon to the cuff took much longer than normal at this time. It is suspected that the pump had an issue with fluid transfer. The physician tried manipulating the device multiple times but no troubleshooting resolved the issue. The device was removed and replaced with a new aus system. There were no patient complications.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported event cannot be established as the product is not available for analysis. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the ams 800 instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to replace this artificial urinary sphincter (aus) due to an unspecified device issue. The device was removed and replaced with a new aus system. No further information could be obtained despite good faith efforts.